Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection at the implantable cardioverter defibrillator system implant site. The entire system was explanted and the patient was implanted with a temporary pacing lead. The patient remained hospitalized. No further incident was reported.